Event description:
A coronary stent with delivery system was successfully advanced to the pt's target lesion site in a coronary artery. Upon the initial inflation attempt, the delivery balloon would not inflate at 7 atmospheres. The physician increased the pressure to 8, then 13 atmospheres to achieve balloon inflation. The physician stated that the delivery balloon would not deflate and felt that the balloon had burst. The delivery system was withdrawn from the pt and an add'l balloon catheter was used to fully expand the stent at the target lesion site. Intravascular ultrasound confirmed optimal expansion of the stent. There were no clinical sequelae reported relative to the event.